Event description:
The handpiece was returned to the manufacturer for service, and during the investigation an unk substance came out of the device. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation an unk substance came out of the device. The device was given to a qa engineer for further investigation. A sample was taken from the device and sent to clinical sciences for analysis. A follow-up report will be submitted after the quality investigation has been completed.